Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the sealed pack of the bd plastipak¿ concentric luer lock syringe before use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that black foreign matter was found in the sealed pack of the bd plastipak¿ concentric luer lock syringe before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: five picture samples were received for evaluation by our quality engineer. Upon visual inspection of the pictures, black foreign matter, as indicated within the report, could not be observed. The alleged foreign matter is transparent lubricant (silicone) which is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is medical grade and is authorized for this kind of procedure. A device history record review did not reveal any anomalies during the production of lot number 1711253 that could have contributed to the alleged defect. During the manufacturing process, silicone content is checked according to procedure. As the results of the silicone content tests were within specification limits and no black foreign matter could be observed, a definite cause could not be identified for this incident. No defect can be observed in pictures received so no corrective action is required at this time.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that black foreign matter was found in the sealed pack of the bd plastipak concentric luer lock syringe before use. There was no report of exposure, injury, or medical intervention noted.